Event description:
It was reported that the patient is deceased. An alert was received indicating the patient received multiple successful anti-tachycardia pacing and shock therapies for ventricular tachycardia (vt) and ventricular fibrillation (vf) which had converted the patient¿s rhythm into an atrial paced/ventricular paced rhythm. However, the presenting rhythm on the remote transmission was atrial standstill with vt at 140 beats per minute. The implantable cardioverter defibrillator (ICD) vt detection zone was programmed at 115 beats per minute, so it was not unclear why the device had not treated the episode. The patient was found unresponsive after a welfare check and pronounced deceased upon emergency medical services arrival. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of concomitant medical products: 5076 lead, implanted: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after further review, it was indicated that the vt at 140 beats per minute lasted 22 beats, so it was reasonable to assume the vt broke prior to reaching the programmed intervals to detect of 28 beats. It was indicated the patient then re-entered vt. The rhythm eventually deteriorated to ventricular standstill/fine ventricular fibrillation (vf). It was reported that there was no ICD malfunction found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.